Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inability to charge the ipg was confirmed. Several attempts to charge the returned eterna ipg using a lab standard eterna charger were unsuccessful. A scan of the hybrid assembly found solder bulges at fet's q2 and q3, this was the confirmed root cause of the observation. The ipg hybrid was built with the new stencil which caused extra solder to be present at the fet gate, causing an electrical short between the fet gate and source. Reverted to old stencil to address the issue. The returned eterna ipg was able to communicate with a clinician programmer (cp). The ipg was subjected to an automated functional test. All portions of the functional test passed.